Manufacturer narrative:
Further information was requested but not received.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a successful drg trial. During surgical intervention, it was noted that the patient had two of their three leads cut by the physician at the completion of the trial, thus only one lead was able to be connected to the ipg. As a result, surgical intervention may take place at a later date to address this issue. The reason for surgical intervention is unknown at this time it is unknown which leads were cut, therefore all of the leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.